Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and device evaluation. The device was returned to olympus for a device evaluation and the customers allegation was confirmed. The image disappearing was reproduced. During the evaluation the monitor could not be started due to a defective power supply. Based on the results of the legal manufacturer's investigation, it is likely the phenomenon occurred due to the faulty power supply. However, a specific cause for the faulty power supply could not be identified. Olympus will continue to monitor the field performance for this device.

Event description:
The customer reported to olympus that the high definition lcd monitor image disappears. No other information is available currently. No patient harm was reported with this event.

Manufacturer narrative:
The device has not been returned to olympus for an evaluation and the customers allegation has not been confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.